Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. However, the surgeon indicated adipose tissue was a possible contributing factor to the intra-operative complication. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted extended thymectomy procedure, the coronary artery was injured during specimen retrieval. The surgeon attributed the complication to poor vision in relation to the patient's anatomy and stoppage of pneumothorax. The procedure was converted to open. The patient will require the placement of a pacemaker due to the injury.

Event description:
It was reported that during a da vinci-assisted extended thymectomy procedure, during the specimen retrieval, the patient's coronary artery was injured due to poor vision and manipulation of the retrieval bag. The vision was impaired due to the pneumothorax being stopped during specimen removal and the patient's fatty tissue which may have been damaged during coordination with the assistant. The procedure was converted to open. The patient has now recovered but will be fitted with a pacemaker. Intuitive surgical, inc. (Isi) followed up with surgeon and obtained the following information: the procedure involved removal of the entire thymus gland. The patient's adipose tissue affected the visual field. There were no issues with the endoscope, and no issues with any da vinci product causing the injury. The third-party specimen retrieval bag was inserted through a small incision wound and thus, the intentionally created pneumothorax for the procedure was required to be stopped as planned. The specimen bag was operated by the assistant and the cadiere forceps as well as maryland bipolar forceps instruments were used by the surgeon to place the specimen in the retrieval bag. The product causing the injury to the coronary artery cannot be identified. There was bleeding due to the injury, but the amount of bleeding was not provided. The retrieval bag was removed through the assistant port. There will be no product return since there was no malfunction.